Event description:
Report rec'd of overdelivery noted during routine preventative maintenance testing. With an expected delivered volume of 20ml, the pump reportedly delivered at 21.5ml. Device specification requires delivery accuracy to be 20.0ml +/-1.0ml. There were no reports of any device problems when the pump was in pt use. No add'l info was available.